Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed their elevated bg with a manual injection of insulin. It was found that the customer was using off label insulin (lyumjev) within the pump supplies, tandem technical support provided off-label messaging. Reportadly, a new cartridge was loaded to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Device not returned.